Manufacturer narrative:
Sample will not be returned for eval. Follow-up report will be filed if additional info becomes available.

Event description:
It was reported per maude event report that the left radial artery catheter was placed in 2009 by physician, without complication. Site rite used with good waveform. In the next day during the removal of the arterial catheter by the nurse, the catheter came out prior to the nurse pulling on the catheter. It was discovered the catheter was not intact. Ultrasound confirmed foreign body in radial artery. Pt taken to surgery for removal.